Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a superior vena cava (svc) impedance alert due to an increase to high svc impedance measurements. It was noted that the rv lead had an increasing variability in svc impedance approximately two weeks prior to the alert. It was also noted that the patient reported falling about a week prior to the alert. The lead remains in use. No patient complications have been reported as a result of this event.